Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room with hip fracture from a fall and was experiencing bradycardia. It was noted that the patient had experienced dizziness before the fall. It was unclear whether the fall was caused by the device or if the device was damaged because of the fall. Upon device interrogation, the right atrial and right ventricular leads exhibited loss of capture. All other electrical measurements were within normal range. The patient is not pacemaker dependent; the device was programmed to aai mode would be monitored remotely. The patient's condition was fine.